Manufacturer narrative:
An attempt was made to reproduce the issue by viewing the patient profile recent dashboard information for the user and observed that the reported event was not reproducible. The reported event is not confirmed. To investigate further, we escalated the issue to dev team to validate the prior date range data for which user has reported the event. To assist with the resolution , provided the below feedback to helpline: upon reviewing the current data, the reports are now matching. This alignment is likely due to the periodic receipt of snapshots from patients, which has updated the data and brought the reports in sync. The reported mismatch might have occurred due to an intermittent issue at the time. There are no discrepancies in the current data, and everything appears consistent now. The root cause of this issue could be assumed that its because of intermittent issue in the application. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. Helpline did confirm that they understand the feedback provided and no further information required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between target achievement rate displayed by the several patient was confirmed to be different from the tir(time in range) on the patient's dashboard. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for acc-7333.